Event description:
The customer reported that the left monitor was not working. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep tightened the power cable on the aspect box. The system was tested and found to be working as intended and put back in service.